Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have oppressed lungs on the left side, throat clearing, chest pain, permanent cough. Concerns the respiratory system itself as well. Examinations planned with specialists. X-ray of the lungs carried out because the symptoms persist and under medial treatment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.